Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The set screw had a rounded socket.

Event description:
It was reported that during an implant procedure, when the right ventricular lead was connected to the device, oversensing was noted on the device. The physician attempted to reconnect the lead to the device and was unable to re-engage the set screw. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.